Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the passed away approximately two years later with no additional information linking the device to the death.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) implanted with other manufacturer's implantable defibrillation lead exhibited a low out of range shock impedance measurement of 0 ohms. Subsequent shock impedance measurements were noted to be stable and within normal limits at 40 ohms. Boston scientific technical services (ts) discussed the possibility of electromagnetic interference (emi). No adverse patient effects were reported. Normal routine follow up was planned. This product remains implanted and in service.